Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that during an episode of ventricular tachycardia (vt), the device misclassified it as an episode of supra ventricular tachycardia (svt), and therefore did not provide therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.